Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that false asystole and fast ventricular tachycardia (fvt) episodes were detected by the monitor. It was noted that the patient underwent an MRI scan. The device remains in use. No patient complications have been reported as a result of this event.